Event description:
IV tubing set leaking at white connector segment in middle of IV line. Leak identified while compounding chemotherapy in IV room. Leak occurred prior to adding chemotherapy. Employee not exposed to chemotherapy.did not reach the patient.